Manufacturer narrative:
Device was returned for evaluation. Only the insertion device was returned, with no suture or anchor. Visual inspection of the device showed no damage. Inserter was found to meet print specifications. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacture of the product can be determined. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy using a fastener, fixation, nondegradable, soft tissue, that the tip of anchor broke during insertion. The broken tip remains in the patient's bone. A new incision was made and a new device was placed beside the broken tip. The patient bone quality is good. Patient's condition reported as okay. (B)(4).